Event description:
Complainant alleged that while attempting to defibrillate a pt (age & gender unk) the device failed to discharge with defibrillator pads. Complainant indicated that the pt expired of natural causes the following day, however it was not related to the reported malfunction.